Event description:
It was reported that the insulin pump alarmed sensor error and that the sensor had a detached cannula upon removal. The customer did not know the blood glucose reading. She stated that when she removed the sensor, the sensor was bent and had detached from the catheter. She noted that she had had the same issues with 2 other sensors. She was unable to performed the troubleshoot procedure because she was driving at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.